Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 432 mg/dl. Troubleshooting assisted customer with a manual prime and advised customer to change out the entire set, reservoir and insulin and treat per their doctor's instruction. The customer was advised that it appears that the reservoir was occluded. The customer was advised to follow up with their doctor regarding the high blood glucose. No further details provided.